Manufacturer narrative:
A getinge field service engineer (fse) stated quote was declined by customer and ordered lead from edwards and confirm unit was working fine.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had pressure lead was ran over. There was no harm or injury reported.